Event description:
The customer reported while waiting in the emergency room her blood glucose went down to 52mg/dl, but the threshold suspend did not alert her. The blood glucose reading at time of call was 277, and she was eating something now as well did bolus to treat. The customer stated that she was at her doctor and was waiting to get her shots in the emergency room. The caller mentioned that she uses oxygen at night and wanted to know if that will affect the device. The blood glucose at the end of call was 337mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.